Event description:
Information received indicates the foot hi/low column came out of the channel on the intermediate frame and dislodged the sleep surface of the bed.

Manufacturer narrative:
The technician investigated and found the slide block assemblies were not in the bed and the hi/low column was damaged. The technician installed a new foot hi/low column, two slide block assemblies and the mounting hardware to repair the bed.